Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 30 mg/dl and 81 mg/dl. Customer treated with food. Customer stated insulin pump had insulin pump error. Customer reported they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant a64 alarm due to a faulty connector on the on radio frequency board. Unable to perform self-test and displacement test due to a64 alarm.